Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the returned product analysis lab.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen (2500 mcg/ml) at over 1000 mcg/day and morphine (10 mg/ml) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history includes spinal cord injury, history of fractured leg, and kidney disease. Oral medications that the patient was taking at the time of the event included oral pain medicine and klonopin. The patient was admitted to a medical center on approximately (B)(6) 2016 with a decreased level of arousal. The healthcare provider described the patient as obtunded. The pump was read and no abnormalities in pump function were evident, there were no stalls. Nar can was given repeatedly at the medical center. The pump dose was decreased by 20% on (B)(6) 2016 and the patient was transferred to another hospital. Two days later the pump dose was decreased by 10% resulting in a dose of 826.3 mcg/day of compounded baclofen and 3.305 mg/day of morphine. At that time the patient was more awake and more alert, but only oriented x 2 and unable to move her legs. By (B)(6) 2016 the patient was alert, oriented x 3 and communicating clearly, but still unable to move her legs, except a very minimal range on the left, as her legs were flaccid. The patient was complaining of increased pain, notably abdominal pain. A pump roller study was performed and was normal. Aspiration of the reservoir contents showed approximately 13.5 ml actual vs. 12.2 expected. After the roller study and aspiration test the pump was decreased by another 10%. There was no known environmental, external, or patient factors that may have led or contributed to the issue. The patient denied any use of additional medication beyond what she typically takes orally. Surgical intervention did not occur and was not planned. The patient's status was alive with injury and the issue was not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called her daughter complaining of malaise, abdominal pain, and nausea on (B)(6) 2016. Upon admission to the hospital the patient was found to be bradycardic and hypotensive. The patient was given a third dose of narcan and she became alert, but was disoriented. The patient was evaluated in the am. Most of the questions were answered by the daughter as the patient was having a hard time completing sentences. Patient's daughter reported than other medical center stated the pump was leaking and caused her mother to be overdosed. The patient was complaining of shortness of breath and abdominal pain at the time. Later in the am the patient's pump was interrogated and showed no signs of abnormalities. Patient was given 10mg of oxycodone per oral that am. Per the daughter, the patient was still feeling like she was getting too much morphine. The patient requested to pump to be turned down and it was turned down another 10% for 30% total decrease over the past 3 days. Patient continued to complain of achy abdominal pain, buttock pain, and shortness of breath. A dye test was scheduled for the following day. The patient's daughter requested a drug screening to evaluate the levels of opiates, but this test was not offered by the hospital. The daughter accused the hcp of lying about this test being an option. The hcp explained that they were doing their best to determine the cause of the problems in a respectful manner. The patient's daughter was not receptive of this information. Patient was taking percocet 10mg po q8hr/prn, acetominophen-hydrocodone (norco 10mg-325mg oral, 1 tab every 6 hours), ascorbic acic (400mg once a day per oral), donazepam 0.5mg 2 times a day per oral, docusate (colace) 100mg 2 times a day per oral, esomeprazole (nexium) 40mg one a day per oral, furosemide (lasix) 20mg 2 times a day per oral, gabapentrin (neurontin) 400mg 2 times a day per oral, magnesium oxide 400mg once per day per oral, multivitamin 1 tab once per day per oral, potassium chloride 20meq 2 times per day per oral, and warfarin (coumadin 5mg oral) 5mg once per day per oral at this time. The plan was to hold po opioids, decrease neurontin to 400mg qhs, and monitor for possible baclofen withdrawal. It was recommended that the patient be monitored for now with the potential for admittance to the intensive care unit of her status decreased.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump was [explanted] and returned for analysis.

Manufacturer narrative:
Analysis of the pump identified no anomalies analysis outcome: as received the pump had fluid in the reservoir and left running in simple continuous infusion mode, see ip. Pump logs gathered and motor stall recovery was noted. This means during pump life there was a motor stall and motor stall recovery. Dispense testing passed. Destructive analysis performed with no anomalies found. Describe event of problem: updated to reflect the information received on 2017-mar-14.

Event description:
Additional information was received from the patient on 2017-mar-14. It was alleged that the pump had given the patient too much medication, causing the patient to overdose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.